Manufacturer narrative:
Patient weight is unknown. Date of event: unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: the device was returned and reported to have a missing component/feature that was noticed during surgery. This condition is confirmed as a piece of the carbide cutting surface has sheared off the device. The sheared off piece would be approximately 4mm by 2mm as measured with reference to the relevant drawing. While the complaint category of "appearance/state not as expected: missing component /feature" is appropriate based upon the information provided, a visual inspection of the returned device, which was completed on september 7, 2016, revealed that a portion of the carbide cutting surface sheared off. Therefore, the failure code of "broken: procedural step unknown" was selected for this investigation summary to better reflect the condition of the returned device. A visual inspection under 5x magnification, a device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. The bending/cutting pliers is an instrument routinely used in multiple systems for bending and cutting plates to better contour to a patient¿s anatomy. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used as recommended. The manufacturer is unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. It is likely that excessive impact force or attempted cutting of a plate thicker than indicated has contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device history record review: manufacturing date: june 18, 2014. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final product met inspection criteria. All (B)(4) parts of the lot were checked 100% for features and function at the time of final inspection. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a pair of bending/cutter pliers was missing pieces. The issue was discovered during an open reduction internal fixation (orif) procedure of the ulna, which was performed on an unknown date. As the surgeon was using the instrument to cut a plate, missing pieces from within the pliers were identified. The device was placed aside and another on-hand device was used to complete the procedural step. The procedure was completed successfully with no reports of delay or additional medical intervention. The patient¿s post-operative status was said to be stable. Upon visual inspection of the returned device, which was completed on september 7, 2016, it was determined that the ¿missing¿ pieces had in fact sheared off. Based upon this new information, the device was reassessed and found to meet reportability criteria. Concomitant device(s) reported: plate (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).